Event description:
It was reported that in preparation for a 12 month follow up visit for a clinical trial, the patient¿s chart had indicated the patient had expired. The patient had undergone an index procedure using a drug-coated balloon catheter in the left upper arm in the cephalic vein at the outflow approximately seven months and eight days before expiration. No information in chart was provided regarding the patient¿s cause of death. The relationship of the adverse event with the device, procedure and av access circuit are unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 10/2021).

Event description:
It was reported that in preparation for a twelve month follow up visit for a clinical trial, the patient¿s chart had indicated the patient had expired. The patient had undergone an index procedure using a drug-coated balloon catheter in the left upper arm in the cephalic vein at the outflow approximately seven months and eight days before expiration. No information in chart was provided regarding the patient¿s cause of death. The relationship of the adverse event with the device, procedure and av access circuit are unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that in preparation for a twelve month follow up visit for a clinical trial, the patient¿s chart had indicated the patient had expired. The patient had undergone an index procedure using a drug-coated balloon catheter in the left upper arm in the cephalic vein at the outflow approximately seven months and eight days before expiration. No information in chart was provided regarding the patient¿s cause of death. The relationship of the adverse event with the device, procedure and av access circuit are unknown.

Manufacturer narrative:
H10: the previous supplemental MDR was inadvertently submitted with a g3 date of 08/18/2022. The correct g3 date for previous supplemental MDR is 11/23/2022. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2021), g3, h2. H11: g1 (manufacturing location). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.